Event description:
An aus device was implanted on 9/23/93. The cuff was revised on 12/27/95. The balloon was revised on 9/12/96. The cuff was removed from the pt and replaced on 7/10/97 due to recurring incontinence.